Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom. On (B)(6) 2024, the patient reported that the tape was not sticking. The patient reports that the cause of the product not adhering was due to hot and sweaty. No further information available.

Manufacturer narrative:
E1: patient city: hertfordshire, patient country: united kingdom.